Event description:
The customer contact reported that the ground prong on the ac power cord plug was broken. The device was returned to the biomedical department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2012. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.